Manufacturer narrative:
As product was not returned and the test strip lot number reported with this complaint is unknown, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a reading of 11.1 mmol/l compared to a lab result of 4.7 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.